Manufacturer narrative:
Concomitant medical products: 39565-65 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and elevated sensing integrity counter (sic). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.